Manufacturer narrative:
A.2. Patient¿s birthday was not provided, dob: (B)(6) 1946 was used based on age of patient. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set there were connection issues and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: connecting extension set with clear or white caps do not screw into the intra cath hub tightly causing the contrast to leak out upon injection. What was the original intended procedure? : MRI prostate with and without contrast. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do; device was hard to use.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set there were connection issues and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: connecting extension set with clear or white caps do not screw into the intra cath hub tightly causing the contrast to leak out upon injection. What was the original intended procedure? : MRI prostate with and without contrast. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do; device was hard to use;

Manufacturer narrative:
Investigation summary: a complaint of sets not connecting properly, causing leakage, was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz5303 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.